Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the right atrial lead exhibited automatic mode switch episodes caused by atrial lead noise. Also, atrial lead impedance had decreased by half its normal values. Sensing values had remained stable. The patient was stable and will continue to be monitored.

Event description:
New information received noted that the right atrial lead was capped and replaced on (B)(6) 2019. Also, the right atrial lead was noted to have a small section of worn insulation. The patient was stable throughout the procedure and was discharged home.